Event description:
Rptr c/o numbness in right breast, pain, small hemorrhages under skin starting 1980 and getting progressively worse, fatigue, 1989 - swollen lymph nodes in neck, swollen, sore salivary glands. Right neck and jaw muscle spasms, 1993 carpal tunnel syndrome - right hand. Carpal tunnel release 1994. She now has thenar atrophy right hand and unable to use it without pain. 1995 muscle weakness becoming worse in both arms and visual disturbances. She has been a nurse for 18 years. She feels she is being slowly poisoned. She is very upset with the lack of concern from FDA and the medical community. Nobody seems to care at all. (*)